Event description:
It was reported that during a nephrectomy procedure, after firing his initial load all of the staples fell out of the resected area. The renal vein had to be repaired. Case completed by converting to open.

Manufacturer narrative:
(B)(4). Incomplete cycle, spring lockout tab. Additional information was requested and the following was obtained: what structure was the device fired on (were other structures included in the firing): renal vein. Which firing of device did issue occur: first. Did staples deploy from the device - if so, were they properly formed: yes. No they were not. Did the stapler provided hemostasis initially: no. Were clips used in the vicinity: no. Was the force to fire higher or lower than expected: higher. Quantity of blood loss? Was a transfusion required: none. No transfusion needed. Current patient status: patient is doing well, no issues. The analysis showed that the ats45 device was received in good visual condition and with a 6r45m cartridge loaded in the device. The reload was received partially fired 1/3 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The reported event could not be confirmed as no malformed staples were noted during functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.